Event description:
The customer reported that her blood glucose reached 20 mmol/l (360 mg/dl). The cannula was out of the skin.

Manufacturer narrative:
The device was not returned for evaluation. The customer reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.